Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that on (B)(6) 2018 smoke was emitted from the pressure reducer of an oxygen backup cylinder of a respirator. There was no injury reported.

Manufacturer narrative:
The investigation of the incident could be carried out on the basis of the available information including the photos of the affected pressure reducer. These photos clearly showed that the seal on the high pressure port of the reducer was damaged and burned in a limited area. Upon inquiry, the customer admitted that the hospital biomed had used an unsuitable sealing ring. The instructions for use of the pressure reducer describe the required maintenance activities and intervals which amongst others include the replacement of the sealing ring every 4 years and recommend the use of original dräger parts. Leaks such as caused by unsuitable or damaged sealing rings, can lead to the observed thermal reaction. The instructions for use contain a corresponding warning, which informs the user about the risk of fire. There was no device failure.

Event description:
Please refer to the initial-report.